Event description:
This patient was explanted on (B)(6) 2024. Generator was (B)(6). The patient had a roux-en-y procedure before her original implant. Her anatomy is challenging. She presented with a hernia on (B)(6) 2024. While repairing the hernia the leads and generator were explanted. Today on (B)(6) 2024 she was reimplanted. Joanie the circulating nurse said the leads and generator were disposed of on (B)(6) 2024. Both the explant on (B)(6) 2024 and implant on (B)(6) 2024 have been registered. Explanted because the wires were twisted. Patient had first system removed due to entanglement with abdominal organ; re-implanted on monday, oct 21st and doing well now. No further action to be taken.